Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during and unknown procedure, excessive gas leakage occurred. "Silicone lips seem to fold back and not into their original position after exchanging instruments and instruments become also unstable." It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 3/21/2022. Additional information was requested, and the following was obtained: are you reporting it is only known that this surgeon had 32 procedures in which our trocar kits were used and no additional information is available? As per my last e-mails I was only given an approximation of the case numbers since I wasn¿t there during this time and was never informed through any other channels. Or does surgeon know the specific number of procedures in which he had a trocar leak gas? Refer to my previous answer. If the surgeon does know the specific number of cases, please report this same number of cases or complaints through the ecm complaint management application (and reply back to us with the pc numbers of these newly created complaints). Thank you. Refer to my first answer.